Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the header was detached and the right ventricular (rv) lead seal plugs were removed. Microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. Additionally, there was minimal medical adhesive seen on the device case and header. The right ventricular (rv) lead setscrews appeared to be trapped up, inside the capture washer and there was damage on the outer sleeve of the rv lead barrel. The clinical observation was confirmed during laboratory testing.

Event description:
Boston scientific received information that this pacemaker was being explanted for normal battery depletion (nbd), upon pocket opening it was determined that the right ventricular (rv) setscrews were stripped and stuck. The physician tried multiple torque wrenches to loosen the setscrews. Boston scientific technical services (ts) provided troubleshooting options. Furthermore, it was noted that the header was loose. The physician ended up cutting the non-boston scientific lead and a new rv lead was implanted. No additional adverse patient effects were reported.